Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This sjm trifecta valve (unknown model/serial) was implanted on an unknown date. The patient experienced aortic regurgitation on an unknown date and the valve was explanted and replaced with a non-sjm valve. The patient is reported to be stable.